Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. The gender of the bas eline characteristics is male and the baseline age is 64 years old. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: comparison of the effects of selective and non-selective his bundle pacing on cardiac electrical and mechanical synchrony. Europace (2018) 20, 1010¿1017. Doi:10.1093/europace/eux120. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. The aim of the study was to use elect rocardiography (ECG) and single photon emission computed tomography (spect) myocardial perfusion imaging (mpi) phase analysis technique to assess the effect of select his-bundle pacing and non-select his-bundle pacing on the electrical and mechanical synchrony in patients. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports r-wave amplitude was diminished in the selective his bundle pacing group post implant procedure. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.